Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of morphine (co ncentration and does unknown), indicated for non-malignant pain. It was reported on 2018-apr-24 that the caller thought there was an issue in 2017, two weeks after the patient's first fill. The patient was reporting back pain. It was stated that the patient went to the doctor; they checked the pump, and everything checked out fine. Per the caller, it was a miscalculation with dosage, so the doctor adjusted it, and it was fine. No further complications were reported.